Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found optic torn and haptic torn. Corrected data: b7-cataract in the operative eye. H6-device code 1494 off-label; pre-existing cataract in the operative eye. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2,-14.5/2.5/007 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The lens was removed and replaced for a shorter length lens within the same surgery due to excessive vault. Problem resolved.